Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urodynamic stress incontinence. The patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent transvaginal suburethral mesh removal on (B)(6) 2012 for dyspareunia, bladder outlet obstruction after mesh. (B)(4).

Manufacturer narrative:
Date sent to FDA: 06/08/2016.

Manufacturer narrative:
Date sent to FDA: 01/11/2017. (B)(4). Additional information: other relevant history. Additional narrative: it was reported that following insertion the patient experienced urinary frequency and nocturia.

Event description:
Details: it was reported that following insertion the patient experienced urinary frequency and nocturia.